Event description:
It was reported that a shaft break was occurred. The target lesion was located in the coronary artery. A 8mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion; however, the shaft of the catheter shaft snapped in half. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with chest pain and shortness of breath and was admitted. The patient was ruled in for a non-st segment elevation myocardial infarction with peak troponin around 34. The patient was status post renal transplant in the past which had currently failed requiring intermittent hemodialysis. The patient was brought to the catheterization lab for angiography ten days after admission. The nc quantum apex balloon was used to post dilate a stent at 16atm. Upon removal, th catheter shaft was noted to be "split in two pieces."

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood in the inflation lumen and in the guidewire lumen. The device was returned in 2 pieces; the hypotube was broken off 71cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient presented with chest pain and shortness of breath and was admitted. The patient was ruled in for a non-st segment elevation myocardial infarction with peak troponin around 34. The patient was status post renal transplant in the past which had currently failed requiring intermittent hemodialysis. The patient was brought to the catheterization lab for angiography ten days after admission. The nc quantum apex balloon was used to post dilate a stent at 16atm. Upon removal, th catheter shaft was noted to be "split in two pieces".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).